Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens explant). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.0 diopter, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to discomfort, and blurred vision. Reportedly, the problem was resolved with the explant.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn and foreign material (residue) on lens surface.(B)(4)